Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database was bloated in all stations. A technical support specialist completed a control purge on the server. The tss monitored purge and db size for device every 2 hours. The station that has been shrunken during monitoring. As per ka (knowledge article), the data synchronization and maintenance services were stopped to initiate the recovery process. A database backup was created at d:\temp\dsclientoltp.bak, followed by dropping the database and repairing the medapp. The recovery mode was already set to simple in ssms. A full synchronization has been completed and no further actions required. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, database was bloated in all stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, database was bloated in all stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.